Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Pump received with cracked battery tube threads, cracked keypad overlay and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.